Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and after resetting, the cgm error did not appear again. Caller successfully started their sensor session.